Event description:
The customer reported that their device would not boot up completely when powered on. The screen would display all white with vertical lines. The device appeared to be locked up, which would not allow the device to be used on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. The reported failure was not verified or duplicate during additional testing. A conclusive cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.